Manufacturer narrative:
"Alleged failure: insulation issue". Confirmed failure: coating peeling off handle. Probable root cause: "poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life". (B)(4).

Event description:
It was reported that insulation was damaged.